Manufacturer narrative:
Additional manufacturer narrative: the reported clinical observation was unable to be confirmed. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event.

Manufacturer narrative:
Method: device was not returned to edwards for analysis. Result: none. Additional manufacturer narrative: the device was not returned for evaluation as it was discarded by the hospital staff. There was no allegation of product malfunction reported. Based on the information received, operational context most likely was a contributing factor to this event. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU). The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards has reviewed many of these reports and has found that the root cause is typically related to a combination of vessel size/fragility and placement issues of the device. No manufacturing non-conformance has been associated with the historical events which have been reported. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient sustained a coronary sinus perforation of the middle cardiac vein (mvc) during insertion of a peripheral retrograde cardioplegia catheter. Transesophageal echo (tee) and fluoroscopy imaging for visualization was used during device insertion. Upon advancement, bowing of the catheter was noticed after engaging the coronary sinus ostium. The physician elected not to advance any further. The physician took the slack out of the catheter and withdrew the catheter to re-engage the coronary sinus ostium rather than advancing with the catheter bowing. The balloon inflation volume was approximately 0.5cc on both engagements of the coronary sinus ostium. The device was placed in the coronary sinus according to the instructions for use (IFU). No guidewire was used. The coronary sinus perforation was not noticed during device placement. A swelling was noticed via tee. The device was removed from the patient and discarded by the hospital staff. The planned minimally aortic valve replacement (avr) procedure was converted to an open sternotomy and the coronary sinus perforation was repaired. This extended the operating time by 20 minutes. Patient did not have any unexpected anatomical variances and it was reported the patient was doing fine post-operatively.